Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl with high ketone levels; cause was not known. Reportedly, the customer required assistance obtaining insulin to address bg level with a manual injection. Prior to troubleshooting with tandem technical support, the infusion sets were changed to address the issue. Reportedly, the customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge /insulin labeling. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Device not returned.